Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
G4: this device is not distributed in us so that 510k# is blank. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, our technician confirmed that the objective lens broken, the light guide cable buckled, and the suction channel buckled; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.